Event description:
Additional information received reported that there was still no case date, but the hospital was trying to schedule her. About three and a half weeks later it was reported that the patient had been scheduled for replacement on (B)(6) 2014. However, when the patient arrived at the hospital she tested positive for methicillin-resistant staphylococcus aureus (mrsa). The infection was not related to the patient¿s device and was not near the implant sites. As a precaution the replacement was cancelled and another had not been rescheduled at this time. Per the physician the battery depletion was normal. The patient was not receiving any therapy and was waiting for replacement, however it was unknown when this would occur.

Event description:
It was reported that after the patient¿s implantable neurostimulator (ins) was changed she immediately had trouble with her ¿left¿ ins. Within three months of the change out her movement disorder was ¿horrible.¿ the patient recently visited a healthcare provider (hcp) who told her the ins had not been turned on for some time. The patient was doing tae kwon do prior to the change out, but was now confined to a wheelchair. The patient also stated that there was one instance where she was in the hospital and a manufacturer representative came out to look at her programming. This occurred somewhere between (B)(6) 2011. The representative activated the correct program and the therapy worked as expected for a while. When the therapy stopped working again recently, the hcp assumed there was another lead problem. Two days later it was reported that three months after replacement ¿something got worse and it was on the wrong channel.¿ the patient then stated that the battery was dead and being replaced the day after the report. The neurosurgeon needed to see that the other battery was active and functional. Two days later it was reported that the reporter spoke to the patient over the phone and believed that after the replacement surgery in 2011 the batteries were not ¿renumbered.¿ the reporter stated that another representative might have met with the patient and ¿numbered¿ the battery and reprogrammed, which resulted in her receiving effective therapy. When the reporter spoke to the patient on (B)(6) 2014 she only mentioned that she wanted her therapy resumed and no other issues. The reported believed that the batteries were either on end of service (eos) or elective replacement indicator (eri) so they just need to be replaced and was hopeful that would resolve the therapy issues. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v015069, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v015069, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was later reported that the patient had not had the battery on for 2 months prior to (B)(6) 2014 because the battery was depleted. Patient wanted the surgeon to schedule her for surgery. There was a loss of therapeutic effect. It was noted that when they turned it back on they turned it to the channel that was not being used. Patient¿s health took a nose dive and the patient found out the battery was having troubles and patient saw the healthcare professional and manufacturing representative and it was not working again. Patient felt that since having the implantable neurostimulator (ins) it was not working properly. Therapy was not working as expected. Additional information received reported that the patient was receiving good therapy prior to battery depletion. Healthcare professional was trying to get the patient scheduled for replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient needed a battery replacement. The patient¿s neurologist referred her to her implant location for battery replacement. The reporter had not received an update from the doctor, but the neurosurgeon was back and they were watching for the patient¿s surgery to hit the schedule soon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) had been turned off for a long period of time and the battery was fine. The manufacturing representative did not know how long the ins had been turned off. The patient stated the ins had turned on and off by itself since implant. The ins turning on and off did not happen with the patient prior ins. The patient's healthcare professional (hcp) stated the inss were far apart, but they wondered if the wires were crossed. The patient was supposed to have surgery back in spring, but the surgery was delayed due to the patient getting (B)(6). The hcp had taking the patient programmer away from the patient because they thought the patient was shutting the ins off with the programmer. The ins was turned on by the patient's hcp on (B)(6) 2014. Impedances had been measured to be fine. The manufacturing representative stated that both of the patient's ins's and their pump were within in guidelines and should not be causing interference. The patient stated they used a power chair for mobility and had asked if that may be the source of interference. The hcp was trying to determine if the ins should be replaced. The patient later reported they were having a problem with one of their inss turning on and off and they were going to monitor it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that due to a gradual decline of symptoms the patient thought their implantable neurostimulator (ins) started having trouble. The patient stated that it took three months to diagnose. The patient had kept switching channels from one that worked to one that did not and vice versa. This had happened multiple times and eventually the ins started to turn on and off. In (B)(6) 2013 the patient saw their healthcare professional (hcp) and the ins was off. The hcp did not do anything at that time because the patient had pneumonia and they were waiting for that to clear. The patient thought it was a lung infection. The patient had stated they went from waling and doing tae kwon do to being in a wheel chair due to the implant issue. The patient had wanted to work with a manufacturing representative to get help getting another implant.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v015069, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v015069, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).